Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2014-03637 & 1627487-2015-03373. Additional information provided by the patient's attorney identified the patient underwent a myelogram which revealed scar tissue to be present around the lead as well as soft tissue in the same region. Additionally, the patient alleged to be experiencing gradual numbness and difficulty walking. It was also reported the physician noted the soft tissue to be possibly compressing along the dura of the patient's spine contributing to the patient's issue. As a result, the patient's scs system was explanted on (B)(6) 2014 (reported in initial MDR) and the soft tissue was removed to address the issue. The scs lead is being reported as device 3. Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on (B)(6) 2015, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot the additional reported issue prior to explant.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03637. Information provided by the patient's attorney, indicated the patient alleges the following issues: it was reported the patient experienced heating while charging. A review of the manufacturer's product database identified a low energy replacement charging system was sent to the patient. Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on (B)(6) 2014, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot the additional reported issue prior to explant. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.